Event description:
Customer reported that their insulin pump does not work and none of the buttons are working. Customer's blood glucose was 113 mg/dl. The customer also stated the numbers started scrolling when they were trying to enter their carbohydrate number. Customer could not recall any significant events leading to keypad issue. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No scrolling numbers noted during testing. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.